Event description:
Customer reported via phone call that they were admitted to the urgent care. Customer states that they received treatment due to the rash they had gotten due to the tape. The blood glucose reading is 64 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.